Event description:
During a pci procedure, the balloon of the quantum maverick monorail ptca catheter ruptured at 5 atms on the initial inflations. The lesion being treated was a severely calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.